Manufacturer narrative:
E1: initial reporter phone: (B)(6).

Event description:
It was reported that balloon ruptured and removal difficulty occurred. A 3mm x 40mm x 146cm coyote es was selected for use. During the procedure, the balloon ruptured in a calcified artery. During removal, part of the sheath remained caught on the guidewire and the tip of the balloon remained attached to the guidewire. Immediate action was performed by removing the guidewire from the patient. It was noted that the procedure was interrupted. There were minor consequences reported as a result of this event. Boston scientific has been unable to obtain additional information regarding the patient outcome to date, despite good faith efforts.